Manufacturer narrative:
(B)(4) - (placement issue). A visual eval found that a few of the tines of the array were bent slightly. A functional eval found that the array could be extended and retracted without issue. The distal end of the electrode cannula was viewed under magnification and a defined (sharp) edge was found on the distal end of the cannula. The condition of the returned unit was not consistent with the complaint incident that the device was difficult to place. During the eval, there was no damage to the electrode cannula to indicate that it would have been difficult to insert. It is possible that the hardness of the tumor caused the issue of the device puncturing it. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. (B)(4).

Event description:
It was initially reported to boston scientific corporation that a leveen needle electrode was used during a radio frequency ablation (fra) procedure performed on (B)(6), 2009 (age unk; however, over 18 yrs). According to the complainant, during the procedure, the needle failed to puncture the target location as the tumor twisted during the fifth or sixth puncture. The procedure was completed with another leveen needle electrode device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; bent array tines.